Event description:
Additional information was received from a manufacturer representative (rep). The rep could not remember the exact value of the impedance on electrode 9, but it was a high impedance that was avoided. When asked whether there was any factors that could have contributed to the open electrode, the patient added that the only thing they could think of was when they had their battery replaced that it never felt right since.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2025; product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 10-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported they had not been receiving adequate relief and a return of pain was reported. A rep interrogated the ins and all connections and impedances within normal limits except one potential open on electrode 9. Imaging confirmed no lead migration. Patient reported several reprogramming attempts never resolved the issue. The patient requested a new battery and lead. The issues were attributed to the ins and lead. The system was explanted and discarded and the issue resolved. The cause was not determined, but the rep noted they would submit any new information that becomes available.